Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt was operated on (B)(6) 2010, after 3 months of this, the catheter broke at the joint. This occurred during the pt's sixth chemotherapy cycle, the drug went out of the catheter towards the skin causing first degree burns. There was re-operation to remove the piece but no add'l blood loss/tissue damage.